Event description:
It was reported that during a robotic laparoscopic vesicovaginal fistula procedure, while replacing the monopolar curved shears with a large needle driver, the arm triggered a red alarm during instrument insertion after pressing the instrument drive unit (idu) button. The arm stopped and the user waited a few seconds before attempting to move it again; however, the arm remained blocked. The arm was rebooted and the system resumed normal operation. At the end of the procedure, during undocking, the arm blocked again. The arm was rebooted and calibrated, after which it functioned properly. The arm had to be rebooted while the patient was under anesthesia, which caused approximately 5 minutes of additional anesthesia time. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the provided images notes that twelve pictures were provided. Three images show a message displayed on the operating room team interface (orti) monitor: - automatic light source control set to 50%. Continue? Yes/no - the usb storage device can now be removed. Two images show the orti monitor displaying two unidentified instruments, one fully open and the other closed. The same orti screen also displays the message: ¿device lost: general usb flash disk.¿. Two images show a message displayed on the orti monitor: ¿danger: endoscope image frozen. Check the endoscopic system. If the condition persists, remove the instruments and stop using the system¿. Two images show the orti monitor displaying two unidentified instruments, both in the closed position. The same orti screen displays the message: ¿new device detected: rubina power led¿. The final two images show the orti monitor displaying two unidentified instruments that appear to be closed. The same orti screen displays the message: ¿video recording failure. Check the power supply if the problem persists¿. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.